Manufacturer narrative:
It was reported that the device was explanted on (b)6) 2016 due to extrusion of the device and infection at implant site. The serial number of the explanted device is (B)(4). This report is filed on may 30, 2017.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on april 05, 2017.

Event description:
It was reported that the patient's device was explanted (date not reported) due to an unknown reason. Additional information has been requested but not been made available as of the date of this report, april 05, 2017.